Event description:
An attempt was made to deploy an endeavor resolute rapid exchange (rx) drug eluting coronary stent in a patient. The target lesion, located in the lad, was described as moderately tortuous, severely calcified with 80% stenosis. The lesion was pre-dilated; however it was reported that the stent was found to be fractured before deployment. The stent was removed from the body. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was positioned between the marker bands as per specifications. The 10th proximal stent segment was raised and deformed. There was no stent fracture evident. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation and failure to deliver device), patient condition affected effectiveness of the device (patient lesion morphology; 80% stenosis, severe calcification). Evaluation: conclusion: device failure/lack of effectiveness related to patient (patient lesion morphology; 80% stenosis, severe calcification). (B)(4).